Event description:
It was reported that during an unknown procedure the clips cannot clamped tightlythere was no surgical delay. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 11/3/2025. D4 batch # unk. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did device jam (not fire clips)? Did device not feed clips (clips not advance fully into jaws)? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? Did the clip not hold on the vessel or tissue once placed? Were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. D4: batch # a97j86. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned el5ml device determined that it was returned with no apparent damage, and the tyvek was returned along with the instrument. The instrument was tested for functionality and during analysis, the device was cycled and it fed and formed nine (9) conforming clips. The jaws opened and closed without any difficulties, and the device locked out as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Users are advised not to excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel, as excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws, as this may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device was returned without detectable damage. Device history review: a manufacturing record evaluation was performed for the finished device batch a97j86 number, and no non-conformances were identified.